Event description:
Philips received a complaint from the customer on the v60 device indicating that proximal pressure sensor autozero failure has occurred. There was no patient involvement at the time the issue was discovered. It was reported that "check vent: proximal pressure sensor auto-zero failed" (diagnostic code 110b) occurred. A field service engineer (rse) confirmed that "check vent: proximal pressure sensor auto-zero failed" (diagnostic code 110b) occurred through the event log. The fse replaced the solenoid valves 3 and 4 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.